Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash on back and chest underneath the garment. The patient¿s hospital staff have been using fenistil ointment for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.